Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) which the device classified as supra ventricular tachycardia (svt) and due to the onset critieria; detection was withheld. The device remains in use. No patient complications have been reported as a result of this event.